Event description:
It was reported that, about 1999, a thalamotomy was performed on a pt using an elekta leksell stereotactic frame and accessories as well as a radionics probe and probe adapter. It is alleged that the physician placed the metal probe below the intended target in the pt's thalamus, down into the "mid-brain", and destroyed a portion of pt's brain approximately one centimeter below the intended target. As a result of the wrong part of the pt's brain being destroyed, the pt has been paralyzed on the left side of the body.